Event description:
It was reported that the patient's implantable pulse generator (ipg) was causing discomfort. The patient underwent a procedure wherein the ipg was relocated and the patient was doing well postoperatively.